Manufacturer narrative:
The device was received for evaluation. When the device was powered on, the display was blank while the power indicator light functioned normally. Replaced the lcd display with a known good test part. The device powered on properly with a visible display. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the defective lcd display. The lcd display will be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump's display did not work during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.